Event description:
It was reported that a home patient (hp) experienced a high drain 105 alarm on a homechoice (hc) device after peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The hp had an ultrafiltration of 3486 ml for cycle 5 and a maximum prescribed fill volume of 2500 ml. The technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. There was no patient injury or medical intervention related to the iipv event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and analyzed. The high drain alarm was confirmed in an event history log review. No abnormalities were identified during internal/external inspections. The device passed both the rite (returned instrument test evaluation) electrical and functional testing. A short simulated therapy was performed successfully. The pneumatic system was tested and all pressures were found to be correct and stable. The alarm was unable to be duplicated during sample evaluation. The cause of the issue was an unexpected high ultrafiltration as compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.